Event description:
Vascular registered nurse was attempting to cannulate left cephalic. Rn made two attempts to advance/thread catheter. Cannulation was unsuccessful. Upon retraction/removal of registered nurse/powerglide, it was noted part of catheter was fractured, approximately 3 cm was missing. Upper arm cephalic was immediately assessed. Part of catheter was noted/seen in upper arm cephalic.